Event description:
It was reported that during a low anterior resection, an error code 4 displayed several times. Another device was used to complete the case. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.